Manufacturer narrative:
Analysis of programming history.

Manufacturer narrative:
Serial #, lot#, other; corrected data: the previously submitted MDR inadvertently provided the wrong product information for the suspect device. Device manufacture date; corrected data: the previously submitted MDR inadvertently provided the wrong product information for the suspect device.

Event description:
During review of the in-house programming/diagnostic history database, it was observed that on office visit on (B)(6) 2013 the patient's settings were different than what were programmed at the previous office visit on 03/30/2012. The settings found were indicative of a faulted diagnostic test; however, review of system diagnostic testing from office visit on (B)(6) 2012 was within normal limits. The device was not interrogated prior to the patient leaving the office on (B)(6) 2012 as recommended by device manufacturer to ensure the device is at the correct settings; therefore, the settings were not corrected prior to the patient leaving the office. No patient adverse events were reported.